Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient presented to the physician on (B)(6) 2019 with "a complaint of activation of prosthesis with pain in the region." Upon examination it was confirmed there was lack of activation with the pump and there was a lateral aneurysm. The plan is to replace the device. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the ambicor penile prosthesis (app) was explanted and a new 20cm x 14mm app device was implanted.

Manufacturer narrative:
Date of event entered is an estimate date because date of event was not provided.

Event description:
It was reported that the patient presented to the physician on (B)(6) 2019 with "a complaint of activation of prosthesis with pain in the region." Upon examination it was confirmed there was lack of activation with the pump and there was a lateral aneurysm. The plan is to replace the device. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.